Event description:
It was reported that t:slim x2 pump battery would not charge and customer received low power alert, although no power source alert was noted in pump history. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of tandem charging cable, tandem wall adapter, and working wall outlet, and after leaving wall adapter plugged in for at least 30 minutes pump began charging without need to change charging supplies, so no further assistance was required.